Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented to him with dislocating hip. Dr. (B)(6) informed me patient had above described parts implanted (no implant record provided). Dr. (B)(6) informed me that the stem previously subsided, but was well fixed in subsided position. Dr. (B)(6) plan was to increase length and gain stability. Once incision was made, original head/liner was explanted. Dr. (B)(6) then trialed and implanted head and liner to gain stability and length. According to surgeon, patient presented with hip dislocating multiple times.

Event description:
Patient presented to him with dislocating hip. Dr. R informed me patient had above described parts implanted (no implant record provided). Dr. R informed me that the stem previously subsided, but was well fixed in subsided position. Dr. R's plan was to increase length and gain stability. Once incision was made, original head/liner was explanted. Dr. R then trialed and implanted head and liner to gain stability and length. According to surgeon, patient presented with hip dislocating multiple times.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records could not be performed as the reported device was not properly identified. -complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required. Corrective action: ncr was initiated on (B)(6) 2012 because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Manufacturer narrative:
Removed recall reference "ra 2012-067" as the reported event (subsidence, dislocation) does not fall under the recall scope. Reported event: an event regarding subsidence involving a rejuvenate modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding subsidence involving a rejuvenate modular stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented to him with dislocating hip. Dr.(B)(6) informed me patient had above described parts implanted (no implant record provided). Dr. (B)(6) informed me that the stem previously subsided, but was well fixed in subsided position. Dr. (B)(6) plan was to increase length and gain stability. Once incision was made, original head/liner was explanted. Dr. (B)(6) then trialed and implanted head and liner to gain stability and length. According to surgeon, patient presented with hip dislocating multiple times.